Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. Visual inspection of the forceps confirmed the presence of a broken hinge pin. The hinge pin is part of the jaw assembly. Only a piece of the hinge pin broke off. The piece that broke off was not returned with the forceps. The forceps were functionally tested with a handle using (B)(4) material for the grabbing test. The forceps failed the grabbing test due to the broken hinge pin that prevented the jaws from opening. The probable root cause for the broken hinge pin is excessive force applied by the user. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during surgery, the device jaw came apart and the pin is missing or broken.

Event description:
It was reported that during surgery, the device jaw came apart and the pin is missing or broken.

Manufacturer narrative:
Additional information will be provided, once the investigation has been completed.